Manufacturer narrative:
G4: (B)(6) 2021. G5: 510k: k102985. B4: (B)(6) 2021. The remote service engineer (rse) spoke to the customer, and he stated, the power switch overlay was installed and solved the issue. The unit is back in service.

Manufacturer narrative:
The customer reported that the unit was not in use on a patient.

Event description:
The customer reported that the unit has an alarm led failed error message. The customer contacted product support and verified code 1105 is in the significate event log and it was intermittent. The customer tried a new power management pcba, and thought it was fixed. The problem came back, and now is constant alarm led failed. Product support recommended part overlay power switch. The customer reported that the unit was not in use on a patient.